Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported that while using the remote monitoring transmission home monitor, while on the third light on the reading phase, the patient and the patient's daughter-in-law felt a shock. The daughter-in-law had been helping the patient with the transmission. The patient reported being fine after the transmission was complete. Follow-up with the physician's office confirmed that the daughter-in-law did not have any serious injuries, and that both patient and daughter-in-law have reported that they are "fine." The patient was to be sent a new monitor, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The monitor was analyzed and no anomalies were found.